Event description:
It was reported that the sensing test was showing ventricular noncapture and ventricular undersensing. It was also reported that the right ventricular lead had low r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. In addition, the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay melted, there was blood in/on the helix/lobe mechanism (sleeve head), there was tissue on the helix and there was apparent explant damage.